Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 22-oct-2018, labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after implantation of the leadless implantable pulse generator (ipg), the patient experienced perforation, decreased blood pressure and pericardial effusion, which transitioned into cardiac tamponade, shock and cardio-pulmonary arrest. Pacing failure and undersensing occurred which caused ventricular fibrillation arrythmia which required treatment by electrical defibrillation. Tracheal intubation and percutaneous cardiopulmonary support were started while cardiac massage was provided. Pericardial puncture and drainage were performed, and later a thoracotomy was performed as bleeding reoccurred. A blood clot was observed at the implanting site of the leadless ipg during the thoracotomy procedure, and the right ventricular myocardium was noted to be very fragile. The perforation site was sutured and the leadless ipg remains in use. It is unknown if the leadless pacemaker, delivery system or introducer caused or contributed to the event. No further patient complications have been reported as a result of this event.